Event description:
The customer reported the system freezes on start up. The c-arm and the workstation must both boot up in order to be functional. This situation is a potential hazard because the system is unable to power up, resulting in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and reformatted the hard drive and reloaded software. The system operates as intended.